Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the device was replaced, the implantable cardioverter defibrillator was left in the patient with end of service status and the replacement was implanted on the opposite side. It was also reported there was an alert for charge circuit timeout and inactive charge circuit. A request for additional information was made but not received. No patient complications have been reported as a result of this event.